Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the electrode array got suctioned out of the cochlea while the physician cleaned the pt's ear canal with a suction device. As half of the electrode array is outside cochlea. It is not known if it could get reinserted again. It is considered to re-implant the pt with a new ci.